Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y gastric bypass, on pouch creation, on the 2nd case of the day using the stapler, after the surgeon articulated the staple load, the staple load unexpectedly articulated back towards the center. This occurred twice on the 2nd and 3rd loads. The doctor rearticulated, clamped and fired without problems to resolve the issue. There was no patient injury.